Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was recently seen for a follow up visit and upon interrogation there was a value displayed of zero ohms for the shocking impedances. Another check was done which noted normal values. Boston scientific technical services (ts) was consulted and suggested that a zero ohm reading is invalid and that could either perform a commanded shock to test the system, or continue to monitor. There are no plans to intervene at this time. To date, no adverse patient effects have been reported.